Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system tripping mains circuit breaker when the compressor was switched on. The issue occurred during service. There was no patient involvement.

Manufacturer narrative:
H11: through follow-up communications, it was learned that, given the age and the repair costs, affected unit was scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.